Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1gex4, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp indicated that the patient presented with pain at the implant/ins site and pain due to stimulation. The hcp reported that the patient had been instructed to reduce stimulation, but instead the patient requested that the implant be removed. The issue was reported as resolved at the time of this report.